Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer measurements performed were inadequate when interrogating an implantable pulse generator (ipg). Troubleshooting steps were taken to include replacing the analyzer and cables which resolved the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment of the programmer measurements performed were inadequate when interrogating an implantable pulse generator (ipg). However, there was a misalignment of the test stylus and cursor position on the screen, the stylus was not returned for evaluation. Following calibration, the touchscreen was working without issue. It was also determined at analysis that the left keyboard hinge and lower hinge plate were broken. The keyboard cover plate was missing, and the printer drawer was empty. The upper and lower bullets and upper hinges were worn. Errors were found in the software history, the software was reinstalled and updated to the latest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The programmer remains in use.

Manufacturer narrative:
Correction for report number 2182208-2024-01706: incorrect analysis was submitted in report number 2182208-2024-01706, the programmer was not returned. No device analysis was performed for this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.